Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk on the right ventricular (rv) rate sense lead with pacing inhibition as a result. In addition, the programmed device feature, bi-ventricular trigger was not operating as the physician expected. Technical services was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed which mitigated the observed oversensing. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk on the right ventricular (rv) rate sense lead with pacing inhibition as a result. In addition, the programmed device feature, bi-ventricular trigger was not operating as the physician expected. Technical services was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed which mitigated the observed oversensing. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing, brady pacing not being delivered when required and programmed parameters different than expected.